Event description:
It was reported that visible air bubbles were observed. The faradrive steerable sheath was prepared according to the device instructions for use. After introduction of the sheath, the physician aspirated the sheath and air bubbles were continuously observed. The physician attempted to remove the catheter, but blood started oozing from the valve of the sheath. They reinserted the catheter it and continued to aspirate bubbles. Subsequently, the sheath was replaced, and the issue was resolved. The procedure was completed and there were no patient complications. The sheath was received for analysis.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified the internal valve torn by the center slit on the inner face. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the internal valve.

Manufacturer narrative:
This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that visible air bubbles were observed. The faradrive steerable sheath was prepared according to the device instructions for use. After introduction of the sheath, the physician aspirated the sheath and air bubbles were continuously observed. The physician attempted to remove the catheter, but blood started oozing from the valve of the sheath. They reinserted the catheter it and continued to aspirate bubbles. Subsequently, the sheath was replaced, and the issue was resolved. The procedure was completed and there were no patient complications. The sheath is expected to return for analysis.